Event description:
Procedure type: lobectomy. According to the reporter:during a thoracic resection of lesions (lobectomy), an endo gia with tri-staple reload was being used with a egia ultra universal stapler and became locked down on tissue part way into firing. The staples were not formed and could be removed due to partial firing. The reload was discarded. To complete the procedure a new handle and reload were used with no issues. The amount of tissue transected was minimally increased with unanticipated tissue loss. There was no unanticipated tissue damage; there was no blood loss greater than 500 cc reported; and there was no delay in surgery greater than 30 minutes. No buttress material was used. The patient was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).